Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. This device is not distributed in us so that unique identifier is blank.

Event description:
Poor opening and closing during the procedure. Please investigate the cause. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: when I pulled the handle too hard, it got stuck and both cups could not be opened. When the wire that moved the defective cup was examined, it was found that the bent part after passing through the cup interfered in the gap between the cups. It is speculated that this interference made it difficult to open and close the cup.